Event description:
It was reported that the svc lead had impedance values greater than 200 ohms. The device was removed from service. No patient complications have been reported as a result of this event.